Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted. The user was dissatisfied with its performance.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Mechanical damages found during investigation are most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Additionally, the two most basal channels were disabled due to undetermined reasons, since it is unclear whether the electrode had migrated or if there was an incomplete insertion at initial implantation. However, the remaining ten channels should provide satisfactory hearing benefit. This is a final report.

Event description:
The device was explanted. The user was dissatisfied with its performance.